Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient's pump stalled due to unknown reasons. The pump was replaced "once it was determined that there was a premature stall." The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No patient symptoms were reported. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.